Event description:
It was reported that a dexcom g7 sensor used with an ilet system exhibited intermittent signal and ¿brief sensor issue¿ alerts beginning the prior day, consistent with a suspected faulty sensor approximately five days into wear. Symptoms included loss of continuous glucose readings on the ilet during the periods of signal interruption. Outcomes included restoration of readings after the intermittent episodes and coordination with dexcom for replacement and technical support. Investigation included review of device logs and user troubleshooting and education. Investigation of this case revealed repeated sensor communication interruptions consistent with a dexcom g7 sensor malfunction causing signal loss. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cgm sensor with no ilet malfunction identified.